Manufacturer narrative:
(B)(4). Evaluation, results: (mi, stent thrombosis). Conclusion: no conclusion can be drawn (based on the info provided, no root cause can be determined).

Event description:
One endeavor sprint otw stent diameter 3mm length 18mm was implanted in the proximal rca during index procedure. Pt was asymptomatic at 30 day follow up. Approx 12 months post index procedure, the pt was admitted to hospital with septic shock, salmonella bacteremia, mitral valve regurgitation, endocarditis and diabetes. Pt suffered a septal non stemi while admitted. No intervention was carried out due to pt's condition. The investigator reports that the event had a possible relation to the study device/procedure. Approx 14 months post index procedure, the pt was admitted to hospital for bilateral leg pain. An aortogram with bilateral extremity angiogram was performed. The pt was discharged that same day. Pt was asymptomatic at 1.5 year follow up. Approx 19 months post index procedure, the pt was admitted with upper back pain and severe bradycardia. Pt had an acutely non-st elevation myocardial infarction and complete heart block/ av bifurcation. Left heart catheterization with percutaneous intervention of mid and proximal rca was undergone. Two non-medtronic stents were implanted; one in the prox rca and one in the mid rca. Transvenous pacemaker placement. Pt recovered with treatment. The investigator reports that the mi/ st event had a definite relation to the study device /procedure.